Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer's mother stated that the customer's blood glucose levels were constantly high prior to the hospitalization. The reported blood glucose reading was 12.3 mmol during the phone call. It was also stated that the insulin pump had never given any type of audible alarm. Troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test. The alarm history was checked, and there were several alarms listed, but the mother stated, she had never heard any of the alarms.